Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the up scroll button of insulin pump did not work. The customer¿s blood glucose was 125 mg/dl. Customer also stated the up scroll arrow that get bolus to increases it did not work however all other buttons work. Customer stated the up arrow button remains at zero value even if they pushes it hard. Customer stated that time clock was advanced. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.